Event description:
It was reported the patient fell a week ago and went to the hospital yesterday and they found the patient had an infection. They thought that the catheter had "come out or bent and might have caused an infection" where the catheter goes into the patients back or spinal cord. They had scheduled an MRI for the patient and had "checked her blood". The pump was used to deliver dilaudid. The outcome of the event was not reported for this event. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).